Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead triggered a lead safety switch (lss) for pace impedance measurements of greater than 2000 ohms. Some noise was also noted. The local boston scientific field representative reported that the patient was seen in clinic for follow up the pt was seen in the physicians clinic for a follow up where a full device interrogation was performed along with a chest x-ray. All testing was normal and no abnormalities were observed. The lss condition was reset. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.